Manufacturer narrative:
The customer advised that the patient information from this event is not available. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The adjustable pressure limiting poppet and the adjustable pressure limiting valve/anesthesia gas scavenging system manifold were recommended for replacement.

Event description:
The hospital reported pressure building in manual mode during a case. There was no report of patient injury.